Event description:
A technician from the biomed department reported, "during bench testing found turbine is not spinning." The unit was returned in august following preventive maintenance service performed at pulmonetic systems. No allegation of patient harm/involvement.